Event description:
Customer reported via phone call that when they were trying to give bolus, the numbers on the insulin pump were ramping. The blood glucose reading is 8.8 mmol/l.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip.